Event description:
A male with a slightly tortuous and calcified anatomy, underwent aaa repair in 2009. The procedure went as labeled. The physician used a coda balloon and inflated by hand. This was very controlled and almost no dog bone effect. When molding the iliac leg graft, the graft burst and fractured the z-stent and punctured the balloon, causing leakage into the common iliac. A leg extension graft was placed successfully. The patient is fine.

Manufacturer narrative:
The development of the zenith device followed successfully completed all verification and validation activities showing the device meets the design requirements and that the design requirements meet the needs of the user. Each device is shipped with instructions for use (IFU) listing the indications for use, contraindications, warnings, precautions, and the correct deployment procedure. Regarding endoleaks, the IFU lists important factors/warnings that, if followed, could reduce the likelihood of an endoleak occurring: anatomical criteria, vessel tortuosity, calcification, accurate placement of graft, patient selection and pre-procedure sizing, specifically reconstruction thicknesses greater than 3 mm may result in suboptimal device sizing. The device remains implanted and only a 3-d image was provided to assist in this investigation. It should be noted that the customer did not specifically note an endoleak. However, assuming the graft was torn or pierced falls under the scope of a type 3b endoleak. Although, the validity of the customers concern for this event is not at question, there is not enough corroborating evidence at this time to consider the complaint confirmed. A clinical and engineering review of the provided information could not definitively determine the root cause of the event. However, a speculated list of contributing factors and end result has been developed: as seen in imaging, there was a small amount of calcium present in the potential landing zones of the common iliac artery. The suspect product has a 20 mm diameter distal end. The inner diameter of the vessel, specifically the landing zone, is unknown but could have been significantly smaller than 20 mm. When sizing the graft, the measurement is taken using the outside diameter of the vessel. Upon ballooning the sealing stent, it is possible this stent could appear to expand more than the rest of the stent graft since the inner diameter of the vessel could be less than 20 mm in diameter. This could explain the physician stating the distal stent expanded more than the rest of the system. If the balloon was inadvertently over expanded, the calcium could account for piercing the graft and bursting the balloon resulting leakage through the graft. Without additional films of the procedure, it is felt at this time that a stent fracture under these circumstances is highly unlikely. At this time, there is no evidence to suggest the device was not manufactured to specifications. Additionally, there is information in the case file that would indicate the iliac artery ruptured in this procedure. This cannot be confidently determined at this time as it is not consistent with the description provided by the physician. Of other interest a brief excerpt from the event description is noteworthy, "when molding the iliac leg graft, the graft burst and fractured the z-stent and punctured the balloon, causing leakage into the common iliac." It is unknown at this time what this meant as blood is constantly flowing into the common iliac. It is possible they were referring to the contrast from the ruptured balloon leaking into the common iliac. However, we have notified the appropriate individuals and we will continue to monitor for similar events.